Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type lead; product ID 3778-60, serial# (B)(4), product type lead; product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(4) 2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: (B)(4) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with a neurostimulator for spinal cord stimulation nonmalignant pain. It was reported that the patient's neurostimulator (ins) had not worked since 2015. The patient reported she has several problems such as the leads moved and causing her pain. Patient reported it hurt so bad. No further complications were reported/anticipated.